Manufacturer narrative:
Continuation of d10: product ID: 977a160, serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(6), ubd: 13-jun-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was a return of pain. The patient was unable to achieve bilateral stimulation, with their leads sitting both left and right of midline. The lateral left lead was simply too far left for the patient's pain pattern, and was replaced with a different lead. This resolved the issue. Nothing physically wrong was noted with the lead. The lead was discarded. The rep will report any additional information that becomes available. On 2024-apr-16 additional information was received from the rep. The rep reported there was no issue with the ins at the time of replacement. It was discarded by the customer. The md elected to replace the 6-year old ins while in the operating room, rather than bringing the patient back in 2 years for a battery replacement.